Event description:
A 9 fr tunneled bard hickman catheter was being placed. When the catheter was advanced through the introducer they could not see any radiopaque markings on the catheter under fluoroscopy even though the catheter is documented as being radiopaque on the packaging. The team tried adjusting the fluoroscopy settings and also took a portable x-ray but were unable to visualize any radiopaque markings. There was good blood return through both ports, however they could not confirm position of the distal portion of the catheter. They removed the catheter and rethreaded a new catheter from a different lot which was visible under fluoroscopy. A second catheter from the same lot as the defective device was also noted not to have radiopaque markings when x-rayed. This is thought to be a manufacturing defect.